Event description:
This is filed to report the hole in the leaflet. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced and placed on the mitral valve. After the second grasping attempt, the physician noticed a hole in the posterior mitral leaflet (pml). The physician decided to deploy the clip, reducing the final mr to a grade of 2-3. The physician believes the second grasping attempt caused the hole in the leaflet. No additional treatment was provided. There was a reported clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed the hole in the leaflet appears to be related to procedural circumstances associated with leaflet grasping. Tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported delay in the procedure was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.